Event description:
An optometrist reported a case of bilateral dry eyes, observed one month post lasik treatment. Reporter indicated patient continuing with standard post-operative over the counter artificial tears, dry eyes are improving, and no pre-existing ocular conditions. Patient noted "eyes feel dry."

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).